Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include skin preparation, or application issues, IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends. Case-2020-00002727-1

Event description:
It was reported that the during treatment dressing did not stick at all to customer leg, customer had to secure the dressing with band-aids to make it stay on the leg. The customer reported three defective dressings in one box. The patient was not harm.